Event description:
It was reported that the patient interface was not working. Several requests have been made for additional information with no response received. There was no injury reported as a result of this event.

Manufacturer narrative:
Investigation of the product event indicates this is a duplicate event of internal reference number (B)(4) that has previously been reported on MFR report # 1045254-2015-00144.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The product analysis indicates that the device tested to specifications and passed all tests. The reported event could not be reproduced. There was no fault found with the device. This device is used for therapeutic purposes. (B)(4).